Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded control section and/or scope connector while the user was handling the device resulting in a water invasion, abnormality of electrical parts occurring which led to displayed error message. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were image issues due to a damaged plug unit. It was also observed that distal end plastic cover contained deep dents and the objective lens had worn glue. Lastly it was observed that the light guide lens and the bending section cover glue was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii colonovideoscope displayed scope communication error (b30 and e315) messages. The intended procedure was therapeutic. It was reported that this product issue occurred in the gastrointestinal lab. There were no reports of patient harm associated with this event.